Manufacturer narrative:
Without a lot number the device history record (DHR) review was unable to be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following a transcatheter aortic valve replacement (tavr) procedure, there was difficulty deflating the 6f-7f mynxgrip vascular closure device (vcd) balloon after deploying the sealant. The user had to pull the device out not fully deflated. The device was stored as per the labeling and was opened in a sterile field.

Manufacturer narrative:
As reported, following a transcatheter aortic valve replacement (tavr) procedure, there was difficulty deflating the 6f-7f mynxgrip vascular closure device (vcd) balloon after deploying the sealant. The user had to pull the device out not fully deflated. The device was stored as per the labeling and was opened in a sterile field. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿balloon deflation difficulty in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation difficulty experienced could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the deflation issue reported. It¿s possible that the issue could be due to use of a viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.